Manufacturer narrative:
One device was received. No abnormality related to the reported event was confirmed on the product's appearance. It was confirmed that the low battery voltage alarm was flashing and sounding even after replacing the battery with a new one. The cause is a failure of the main alarm board. The product was returned to the customer without being repaired at the customer's request. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery display blinks even after replacing the battery. There was no patient involvement and no patient harm/adverse event reported.